Event description:
The customer received questionable results on hemoglobin a1c gen 2 (hba1c) for one patient sample. The initial patient result was 12.1%, which was reported outside of the laboratory. The result was immediately questioned by the customer and the sample was repeated. The first repeat result was 8.0%, which was determined to be the correct result by the customer. The sample was repeated a second time and generated a result of 8.2%. No treatment was provided based on the initial result. There was no adverse event. It was determined that the customer was not handling the hemolysate reagent according to the package insert. The customer has taken appropriate corrective actions. The hba1c lot in use was 65595001, with an expiration date of 04/30/2013. The hba1c hemolyzing reagent lot in use was 66316901, with an expiration date of 08/31/2013. The field service representative found a fluidic failure of the sample probe, that was due to whole blood stuck to the outside of the probe. He cleaned and aligned the sample probe and also cleaned whole blood from the probe rinse station. The customer performed quality control, which was within their specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.